Event description:
While removing operative drapes, the pt was accidentally cut by scissors. The pt sustained two 1-inch long lacerations of the forearm. Localized treatment provided; some warranted continuation post pt discharge.